Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-14032. It was reported that this patient had the leads explanted and replaced for a unknown reason. No other information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient's lead were explanted and replaced due to lead migration.